Manufacturer narrative:
(B)(4).

Event description:
Following pump replacement, the patient experienced withdrawal. On (B)(6) 2011, the patient was taken to the operating room for surgical exploration of the catheter. It was noted that there was no prime of the catheter done at this replacement because the catheter was not aspirated and a back table prime was done. Additional information has been requested. A follow-up report will be sent if additional information becomes available.